Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised (B)(6) 2014, due to stem loosening. No further information has been received.